Manufacturer narrative:
(B)(4). After battery installation, the unit displayed a critical pump error on the lcd screen. Moisture damage on pcba1. Unable to perform the displacement, rewind, prime, seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Insulin pump had cracked battery tube threads, cracked case, no cracked or damage window display noted. The insulin pump p cap, test reservoir locks in place properly.

Event description:
Information received by medtronic indicated that the rubber strip over display has loosened and gone. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.